Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they have to lay a very certain way for the implant to start charging since day 1. Patient said they then have to lay in that position for about 3 hours to get the implant to charge and asked if that was normal if there was something wrong with the recharger. Agent asked, patient said they talked to their doctor about it back in february and the doctor said everything looked good. Patient then said last week when they charged after 2 hours, the implant only went up to 60% because they weren't getting excellent connection. Patient also said they had to lay in a certain way in one spot for a long period of time for the implant to charge, and said it was very touchy. Patient mentioned the implant worked phenomenal with their pain, but patient hadn't been able to use the belt since day one, even though they were told some patients just use the belt and walk around or put the recharger in their waistband. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed to follow up with doctor and rep to check on the connection issue and rep can call tech while with patient if needed.